Manufacturer narrative:
E1: (B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported snow-like noise occurred in the endoscopic image, image flickered, the screen became completely black, error code e228 and error code e216, occurred during set up, involving an olympus gastrointestinal videoscope. There was no patient injury reported.